Event description:
The customer's father reported via phone call that when you push the b button for bolus, it does not show anything on the insulin pump. Caller stated that when he pushes act to rewind, the pump says 12 hour or 24 hour setup and won't let him rewind. Customer's blood glucose was 114 mg/dl. Customer was at his mother's house when the pump battery died. Customer's father believed that they did not change the battery out right away. Caller was walked through setting up the time and date. It was found that the customer had an off no power alarm, failed battery test alarm, and battery out limit alarm in the alarm history. Caller declined troubleshooting and mentioned that yesterday the pump had half of the battery left and today the pump died.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.